Event description:
It was reported to philips that the device had an error message during pacing test. The customer requested assistance from philips field service engineer (fse). Per the customer, the unit was experiencing pacing test failure. Due to the noted issue, a therapy pca was ordered and replaced to return the device to working condition. Based on the conclusion of the investigation, it was determined that this was a malfunction of the therapy pca. A replacement therapy pca was ordered and replaced to resolve the issue. The device remains at the customer site. No further investigation or action is warranted. Patient/user involvement . Was the device being used on a patient at the time of the event, including for the purposes of diagnosis? (Yes, no, unknown) no. Was there any adverse event to the patient or user? If yes, describe? (Yes, no, unknown) no. If there was an adverse event, did the device cause or contribute to the adverse event, and how? (Answer yes, no, or unknown. If no or unknown, provide explanation including any gfe attempts.) No, there was no reported adverse event to a patient or user as a result of the issue.

Manufacturer narrative:
It was reported to philips that the device had an error message during pacing test. The customer requested assistance from philips field service engineer (fse). Per the customer, the unit was experiencing pacing test failure. Due to the noted issue, a therapy pca was ordered and replaced to return the device to working condition. Based on the conclusion of the investigation, it was determined that this was a malfunction of the therapy pca. A replacement therapy pca was ordered and replaced to resolve the issue. The device remains at the customer site. No further investigation or action is warranted. Patient/user involvement. Was the device being used on a patient at the time of the event, including for the purposes of diagnosis? (Yes, no, unknown) no. Was there any adverse event to the patient or user? If yes, describe? (Yes, no, unknown) no. If there was an adverse event, did the device cause or contribute to the adverse event, and how? (Answer yes, no, or unknown. If no or unknown, provide explanation including any gfe attempts.) No, there was no reported adverse event to a patient or user as a result of the issue.

Manufacturer narrative:
H coding updated.